Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a button error alarm. Customer has a new insulin pump. Customer's blood glucose level at the time 69mg/dl. No additional information is provided.